Manufacturer narrative:
An evaluation of the report was executed and it was not possible to confirm the reported event due to no clinical evidence was provided. There was not a relationship between the reported event and the device. Review of manufacturing records could not be performed as no lot/batch (or serial) number was provided. There are no indications to suggest that the device/product did not meet specifications upon release into distribution and we cannot identify any motiva® implants product. A definitive root cause could not be determined. Potential factors related to the manufacture of the device that may lead to the reported event include but are not limited to: -inflammatory response. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: connective tissue disease (ctd) ¿ since the early 1990s, nearly a dozen comprehensive systemic reviews have been commissioned by government health ministries in several countries to examine the alleged links between silicone-gel breast implants and systemic diseases. No hard evidence has been found to support an association between silicone breast implants and ctds. Case reports of women with silicone breast implants and ctd include the following symptoms: nervous system alterations (e.g., brain fog, memory loss, blurred vision, migraines, tinnitus); musculoskeletal disease (e.g., muscle/joint pain, fibromyalgia, numbness/tingling in upper and lower limbs, and slow muscle recovery after activity); immune/inflammatory (e.g., raynaud syndrome, sjogren¿s syndrome, hashimoto¿s thyroiditis, scleroderma, recurrent/persistent infections, and rheumatoid arthritis); gi/genitourinary (e.g., reduced libido, pancreatitis, urinary tract infection, metallic taste, choking, sudden disease, acid reflux, gastritis, and weight loss/gain); as well as cardiorespiratory and psychological symptoms. Recent studies still suggest that this association is possible, given that silicone in breast implants can act as a foreign body that can elicit an inflammatory response. Microscopic particles of silicone from the original surgical site have been found far away from it (e.g., in the liver), suggesting a small number of silicone particles detach from the implants and migrate through the lymphatic or circulatory system to other organs. In theory, they could act as adjuvants and start an inflammatory process in joints or activate the immune system and stimulate auto-antibodies' production. Nevertheless, no conclusive data is available in this regard. Establishment labs will continue monitoring for similar complaints/trends.

Manufacturer narrative:
Further information from the reporter regarding event, product ID, or patient details has been requested. No additional information is available at this time. Reason for complaint: something similar to ctd condition.

Event description:
Allegedly, the patient reported a "depressive state, immense fatigue, suicidal thoughts, pain, difficulty sleeping."